Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection with laparoscopic gastrectomy, the surgeon was able to press the green button and squeeze the handle but the device was not able to fire. Surgeon used another reload but used the same handle to resolve the issue. No patient injury.